Manufacturer narrative:
(B)(4). Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? What is the date of the explant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was an explant of a discontinuous linx device.

Manufacturer narrative:
(B)(4), date sent; 1/28/2022 lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6), 2016 what is the date of the explant? (B)(6), 2021 what symptoms lead to the discovery of the discontinuous device? The patient just wanted it out. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. There was no imaging because the patient just wanted it out. What is the device lot number? 11150 what is the device serial number? 16173 what is the size? 13, lxmc13 was the device initially effective in controlling reflux? It was. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? That was not discussed. The patient is working on being holistic and removing any foreign bodies and metals from her system. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Inconclusive. Did the patient have any other surgeries in the area? Nope. Was any additional imaging performed since device implant? Nope. Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Sales rep is working on this, it is not believed that images are available. The surgeon went to retrieve the device and it came out in pieces but they had only cut once. What is the management plan? To get the device out and make the patient happy. Is a replacement linx or fundoplication planned? No when and if the explantation takes place can we ask that the procedure gets video recorded and the video shared? The explantation has been completed and no video was taken. When and if the linx device is removed, may we ask that the device be returned for analysis? It has been received.

Manufacturer narrative:
(B)(4). Date sent: 2/14/2022. Investigation summary: the visual analysis found that the returned device had an exposed well ball paired with the washer trough hole of the adjacent bead. The affected washer through hole diameter was measured with computed tomography (CT) and was found to be greater than the specification. The washer through hole showed an enlarged through hole at the failed link. The overall appearance of the surface of the washer didn't exhibit loss of shape. Top view of the diameter of the exposed weld ball was measured. This diameter was within the specification. The weld ball appears to be spherical and concentric with respect to the wire. The paired weld ball was found to be within specification. A small interference was found between the diameters of the out of specification washer through hole and the corresponding exposed weld ball. It is presumed that a certain geometric combination of the weld ball and the washer through hole resulted in the device separation in vivo. The link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device is affected by 2018 linx recall product bounding. A manufacturing record evaluation was performed for the finished device lot number: 11150, and no non-conformances related to the reported complaint condition were identified. Lot: 11150 was an affected lot of the 2018 linx recall.